Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead exhibited placement difficulty. It was further reported that the shaped steel wire could not reach the tip of the pacing lead to form an effective support. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.